Event description:
On 11/01/06, nellcor puritan bennett received a report of cuff inflation issues on a tracheostomy tube. The caller reported that the cuff appears to leak and will not stay inflated. The caller reported the tracheostomy tube was in pt for two days before the leak was discovered. The caller reported it is unknown whether the device was pre-tested.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot # for this report are not available for eval.